Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 20 mar 2024 the patient experienced severe abdominal pain, and crp levels of 45 and level of 231 on 21 mar 2024. The patient underwent a CT scan and ultrasound of the abdomen to rule out suspicion of an abscesses. The patient was diagnosed with peritonitis and began treatment of 4gm of intravenous tazocin x 3. On (B)(6) 2024 the patient underwent surgery due to the peritonitis where the surgeon flushed the abdominal cavity. Duodopa therapy was discontinued and the peg/j tubing was removed. The patient was transferred to the intensive care unit for monitoring. No further information was available.